Event description:
Following a diagnostic procedure, on 07/14/99 an angio-seal device was inserted into the pt's right femoral artery, without reported difficulties. The pt experienced pain for 42 days following deployment. On 08/24/99, a plasma thromboplastin antecedent (pta) was performed. On 08/26/99, the pt was re-evaluated following reopro and tpa therapy with increased flow and obtainable pulses with a doppler. The pt was placed on coumadin for 30 days and will be re-evaluated. As of 10/27/1999, there has been no further pt info available.